Event description:
The patient reported the display screen of his insulin infusion device was only partially visible so that only part of the information could be seen. To troubleshoot,the patient was instructed to check the expiration date of his battery. The battery's expiration date is 05/2008. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.